Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly and received a button error. Customer's blood glucose was 270 mg/dl. Customer reports that insulin pump may have been exposed to sweat. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.